Manufacturer narrative:
Information contained in this report was previously submitted through psr on 24/jan/2011. A review of the device history record has been completed. No deviations or non-conformances noted. The event of breastfeeding difficulties is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Patient reported "not enough milk production." Healthcare professional reported via nbir right side "rupture." Device has been explanted and replaced. This record is for the right side.